Event description:
It was reported that the pt complained of pain in groin area. Pt went for x-ray and revealed a wobble tract. Pt is currently following up with the surgeon. It is further reported that additional info was received that approximately one month ago, the pt began having a shooting pain at the implant site and on the right side of hip. He can only walk about five minutes before the pain sets in. The pain occurs when he engages in any activity or action that puts pressure on the leg or hip. He recently had an x-ray taken. His orthopedist diagnosed him with "moderate chronic post surgical heterotypic bone formation."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.